Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had high blood glucose of 500 mg/dl. It was found that cannula was bent. After infusion set change, customer was able to treat high blood glucose and blood glucose went down. It was also reported that reservoir was loose. Customer was advised that infusion set and reservoir would be replaced.